Event description:
It was reported that an (B)(6) stroke patient fell from the table during an exam. The patient had a restraining strap below the waist. The attending physician reportedly was unable to insert the catheter in the groin area, and tried to put the catheter in the patient's arm. When the doctor reached across the patient to insert the catheter, the patient fell. There was a minor injury reported (hematoma) regarding this event, no treatment was administered.

Manufacturer narrative:
The artis operator's manual recommends that 2 straps be utilized to immobilize the patient when performing exams on the table. Instructions for use to secure the patient during examination are provided with the system in the following document: (B)(4), chapter "transferring and positioning the patient." There was no malfunction or system failure found.